Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced separation. The reporter stated, "one patient was sent home and the spiros become loose." The incident occurred immediately on use. No patient or clinician injury associated with this occurrence. No medical intervention required. There were no cuts, holes or defects noted on the product. There was patient involvement, no patient harm no adverse event.

Manufacturer narrative:
No ch2000s-c product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was not reviewed, no lot number information was provided.